Event description:
Health professional reported left side capsular contracture, nodular sclerosing lymphoma of bilateral breast implant patient. This if for the same patient reported under mrf # 202460-2014-00051.

Manufacturer narrative:
This event was initially submitted via (B)(6) with the term codes rupture, seroma and cancer non breast. The adverse event term codes of rupture and seroma were removed as medical reports provided no diagnosis of seroma and negative for left side rupture. Updated our safety data base notes that for the reported event of cancer, the term code has been changed from cancer to lymphoma, due to increased specificity. Device labeling for silicone breast implants addresses the events as follows: potential adverse events that may occur with silicone gel-filled breast implant surgery include: capsular contracture, reoperation..." Device labeling reviewed: there were no reported events of lymphoma/ alcl, for patients in the core study in the labeling for silicone implants.